Event description:
The customer stated that she was hospitalized because she had four blood clots in her leg. The customer stated that her leg was amputated and she felt that the insulin pump was a contributing factor. The customer did not have the insulin pump with her at the time of the call. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.